Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation with a balloon catheter, a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged its entire length. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.